Manufacturer narrative:
Analysis of the pump on (B)(4) 2018 revealed. As per the log, the pump administered baclofen with concentration 1,470.0 mcg/ml and hydromorphone with concentration 11.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen and dilaudid via an implantable pump for non-malignant pain and failed back surgery syndrome. The concentration and dose rates both compounded baclofen and dilaudid were unavailable. It was reported that an alarm and motor stall occurred. The event occurred during normal use. Elective replacement indicator (eri) was one month away. The patient started to show symptoms of withdrawal on (B)(6) 2018. Regarding environmental/external/patient factors that may have led or contributed to the issue, ¿nothing of note¿ was indicated. They interrogated the pump. They tried to get it restarted but were unable to do so. With only a month left before eri they had scheduled a pump replacement. The patient was admitted to hospital to manage withdrawal symptoms and surgery was scheduled for (B)(6) 2018. The issue was unresolved as of (B)(6) 2018. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were unknown at the time of the report. It was indicated that the hcp was notified that the product should be returned. The pump was planned to be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider via a company representative. The cause of the motor stall was unknown. Regarding the patient¿s medical history, it was noted that the only medical issue was pain from degenerative disc disease and failed back surgery. The patient¿s weight was (B)(6) pounds. The pump was replaced on (B)(6) 2018. No other actions were taken to resolve the issue. The pump was planned to be returned to the manufacturer, however the company representative did not have the device yet. The patient¿s medical history included: pain from degenerative disc disease and failed back surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2018: hydromorphone with concentration 11.0 mg/ml and bupivacaine with concentration 1,470.0 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.